Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
Event detail: the patient is pursuing a product liability claim arising out of the use of the nexgen cr-flex. It was reported by the patient's counsel that the patient received a tm monoblock tibia implant and tm patella on (B)(6) 2006. It is noted that the tm monoblock tibia implant was revised on (B)(6) 2011 due to pain; however, there is no indication that the tm patella was revised at this time. Additionally, revision notes received 03/31/2015 indicates that the patient was revised due to extreme pain and loosening.